Manufacturer narrative:
(B)(4). Date sent: 10/21/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? If yes, did any piece fall into the patient? ¿ was the piece retrieved? ¿ did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded?

Event description:
It was reported that during an unknown procedure, there was an error that said "relax blade on pressure." It appeared four hours into the operation and the teflon pad was observed to be worn off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). New information received that the tissue pad did not detach. File does not meet the criteria for a reportable file.